Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case was severely damage entirely, bottom case seal trim broken, and cracks on all plunger cases. Event history log review was performed and found no evidence of reported problem. Visual inspection, motor drive train and occlusion testing were performed. Investigation unable to duplicate motor not running problem as customer stated after multiple tests. However, the device was severely damaged. Service's replace the pump entire motor drive train components for preventive, replaced all the pump cases and performed all pm and functional tests and the pump passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited motor not running error and had damaged top case. It was reported that there was no patient involvement.